Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a device manufacturer representative regarding a patient receiving heparinized saline (1250 units/ml 1250 units/day) via an implantable infusion pump. The indication for use was noted to be cancer chemotherapy. It was reported that the infusion nurse called the representative to report a volume discrepancy during a refill. The programmer reported 4mls in the pump, but 19ml of clear yellow fluid was removed from the pump. She then was able to insert 20ml of new medication. The nurse had called the representative around 19:15 but reported that the event occurred around 17:30. The nurse was encouraged to bring the patient back to the office as soon as possible for evaluation with a representative present. It was noted that there was a "possible pump pocket fill" but the nurse had reported no swelling when inserting medication into the pump. The patient was scheduled to return to the office on (B)(6) 2019 at 13:00 to have the pump checked. It was unknown if the issue was resolved. Surgical intervention had not occurred nor was it planned. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2019-jul-16. It was reported that when the pump was accessed on (B)(6) 2019. There was no medication in the pump, which confirmed a complete pocket fill. The patient had also mentioned that she noticed swelling around the pump over the weekend. It was reported that the cause of the volume discrepancy was the pocket fill. The pump was going to be checked again on (B)(6) 2019. No further complications were reported.